Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported the system would not save images. No patient injury was reported.